Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, a photographic inspection determined that the silicone insulation on the cold jaw was partially torn away from the tip and still attached to the jaw. Based on the pictures of the device as received ,the complaint was confirmed for analyzed failure "peeled insulation". Specific actions for the failure mode are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, a photographic inspection determined that the silicone insulation on the cold jaw was partially torn away from the tip and still attached to the jaw. Based on the pictures of the device as received ,the complaint was confirmed for analyzed failure "peeled insulation". Specific actions for the analyzed failure mode are being maintained and documented in maquet¿s failure investigation report (fir) system. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 was defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects.